Event description:
Ous MDR, an angioplasty of a calcified and tortuous radial artery, which had a diameter of 5mm, a lesion length of 10mm and a stenosis degree of 75% was performed for vascular access. During inflation, the balloon ruptured at a pressure of 14 bar. It was reported that it was difficult to withdraw the balloon. Therefore, the physician needed a lot of force to remove the balloon. After withdrawing, it was noted that the distal part of the catheter stayed in the patient. The presence of the two radiopaque markers was noted on the roadmapping. Since the distal part of the balloon catheter could not be withdrawn, it was necessary to perform a surgical opening of the vein for removal of the remaining balloon and realization of peripheral bypass.

Manufacturer narrative:
The detailed technical analysis of the returned instrument revealed a circumferential rupture in the middle of the balloon, which divided it into two parts. The distal part was found compressed to the distal weld and the inner shaft was broken at the inner shaft bond. The investigation of the balloon surface under 50x magnification revealed several abrasive narrow grooves very close to the fractured area. Based on our findings, we concluded that the product was not the root cause for the reported case. Out of the analysis results and the provided info, we assume that the balloon surface was penetrated by the calcified lesion during the inflation of the balloon. Additional information: the number in section d4 (serial number) is a reference number. There are no serial numbers for catheters. (See scanned page).